Manufacturer narrative:
Manufactures investigation conclusion: analysis of the submitted log file confirmed brief power elevations; however, a specific cause for this finding could not be conclusively determined through this evaluation. A direct correlation between the reported elevated lactate dehydrogenase (ldh), log file findings, and heartmate ii lvas could not be conclusively established through this evaluation. The submitted log file contains data from 18feb2020 at 05:35pm through 13mar2020 at 11:34am. Brief elevations in power over 8 w were captured on (B)(6) 2020 and (B)(6) 2020, reaching a maximum of 10.1 w. Overall, power ranged from 5.5-10.1 w, estimated flow ranged from 4.6-11.3 lpm, and average pi was between 2.0 and 5.8. No additional atypical alarms were captured. The pump speed remained above the low speed limit for the duration of the file. The patient remains ongoing on heartmate ii lvas, serial number vad (B)(6) and no additional complaints have been reported at this time. The hmii lvas instruction for use (IFU) lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The IFU outlines the recommended anticoagulation therapy and international normalized ratio (inr) range. In reference to power, this IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. The IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted with elevated powers above baseline (7.5 from baseline around 6.5). The patient¿s lactate dehydrogenase (ldh) is currently 1020 u/l. Log file submitted revealed a few unsustained power/flow elevations on (B)(6) 2020 and (B)(6) 2020. The prior log file submitted on (B)(6) 2020 captured 1 brief unsustained power/flow elevation with the remainder of the file being unremarkable. There were no other unusual events recorded in the log file event history. The mcs equipment is operating as intended. Echocardiogram was performed. The patient was treated with lovenox and aggrenox. The patient¿s ldh improved. No anticoagulant treatment adjustments made. The patient is currently outpatient, stable and ldh is being monitored. No additional information provided.